Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that st segment elevation was noted. During an atrial fibrillation procedure, a versacross connect access solution for faradrive was selected for use. The physician used the versacross connect dilator in a 13f non-boston scientific sheath to cross transseptal. Immediately following transseptal puncture, st elevation was observed on leads ii, iii, avf. A small nitroglycerine dose was administered just before the elevation resolved. St segment appeared normal for the remainder of the procedure. The patient is expected to make a full recovery. It was further reported that the sheath valve was closed while dilator was inserted and removed. After transseptal, it was hooked up to a flush line and aspirated and sheath irrigation was stopped to aspirate after every catheter exchange. No audible sound. Air was observed in the flush line of the large bore non-boston scientific sheath after versacross dilator was removed. No difficulty noted with the tsp workflow. The physician is unsure what caused issue, the sheath could have had a faulty valve to begin with or the versacross dilator could have damaged the sheath since the two are incompatible. Act was therapeutic. Patient did not stay beyond standard of care and has been discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that st segment elevation was noted. During an atrial fibrillation procedure, a versacross connect access solution for faradrive was selected for use. The physician used the versacross connect dilator in a 13f non-boston scientific sheath to cross transseptal. Immediately following transseptal puncture, st elevation was observed on leads ii, iii, avf. A small nitroglycerine dose was administered just before the elevation resolved. St segment appeared normal for the remainder of the procedure. The patient is expected to make a full recovery.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that the event of embolism was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of embolism is a known inherent risk of the versacross connect access solution for faradrive device. The adverse event is anticipated in nature as per the IFU for the versacross connect access solution as reported to bsc.

Event description:
It was reported that st segment elevation was noted. During an atrial fibrillation procedure, a versacross connect access solution for faradrive was selected for use. The physician used the versacross connect dilator in a 13f non-boston scientific sheath to cross transseptal. Immediately following transseptal puncture, st elevation was observed on leads ii, iii, avf. A small nitroglycerine dose was administered just before the elevation resolved. St segment appeared normal for the remainder of the procedure. The patient is expected to make a full recovery. It was further reported that the sheath valve was closed while dilator was inserted and removed. After transseptal, it was hooked up to a flush line and aspirated and sheath irrigation was stopped to aspirate after every catheter exchange. No audible sound. Air was observed in the flush line of the large bore non-boston scientific sheath after versacross dilator was removed. No difficulty noted with the tsp workflow. The physician is unsure what caused issue, the sheath could have had a faulty valve to begin with or the versacross dilator could have damaged the sheath since the two are incompatible. Act was therapeutic. Patient did not stay beyond standard of care and has been discharged.